Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had shock lead impedance of 20 ohms and 0 ohms at implant. Boston scientific technical services (ts) recommended turning off equipment that could interfere the test. The physician performed commanded shock and got normal range with new pulse generator in both triad and coil to can configuration. The device remains in service. No adverse patient effects were reported.